Manufacturer narrative:
The information provided in section d2 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 427 mg/dl at the time of incident. The customer's blood glucose was 427 mg/dl at the time of call. The customer stated that the drive support cap is protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed the displacement test and rewind test. The stop (idle) current and run current measurement tests are within specification. Unit alarmed during basic occlusion test, due to loose/ protruded drive support disk. Unable to perform the self test, off no power test, unexpected restart error test, occlusion test, prime/and excessive no delivery test due to compromised force sensor system alarm. The motor functions properly during the displacement test and rewind test. The motor was not exposed from the pump casing. The motor was tested outside the device and passed. No drive/motor anomaly noted. Unit had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.